Event description:
A flexible biopsy forceps was being used in an endoscopic bladder biopsy procedure. One jaw of the forceps broke off in the bladder, but it is retrieved by the surgeon with no difficulty. No pt problems were reported. Another similar forceps was used to complete the case.